Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated they believe all of the product identifiers were submitted in the complaint form including the serial number. The motion issue that most accurately describes the fault is the movements of the surgeon that did not scale appropriately to the instrument. They do not have any additional information to provide.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the fenestrated bipolar forceps (fbf) instrument wrist was ¿finicky¿ and not moving/translating properly. The customer used a backup instrument to replace the fbf instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.